Manufacturer narrative:
Follow-up #1: date of submission: 11/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: a review of the black box indicated multiple replace battery alarms had occurred with sub-codes that indicated a post-delivery motor power supply fault. Deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programed values. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The pump powered on normally and did not draw excessive current. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 499mg/dl with excessive thirst, nausea, and large ketones associated with a short battery life issue. The patient reportedly self-treated with insulin injection after receiving phone advice from their healthcare provider and discontinued insulin pump therapy. The pump reportedly emitted multiple replace battery alarms in a thirty-day timeframe. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring short battery life issue.